Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) high within range shock impedance measurements. Since implant the impedance measurements ranged between high within range values and they have been gradually increasing ever since. X-rays were performed which showed a high amount of subcutaneous tissue between the electrode and the sternum. This suspected to be the main contributor to the high impedance values. A defibrillation threshold (dft) test was recommended in order to evaluate the device performance, depending on the results a system revision was also discussed. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that a defibrillation threshold (dft) test was performed on the patient. No further adverse patient effects were reported.